Event description:
A family member reported that the patient experienced a blood glucose (bg) of 38 mg/dl and was not feeling well on the evening of (B)(6) 2011. She reported the patient required her assistance to treat the hypoglycemia. The family member noted that the patient's bg went up to 80 mg/dl after consuming snacks, and then down to 52 mg/dl. She stated that the patient consumed additional snacks and bg resolved to target by the next morning. The family member noted that the hypoglycemia occurred after the patient performed the load step while attached during a routine cartridge change. She stated that after the load step the patient disconnected to perform the prime step, and resumed pump therapy. At this time, there is no evidence of an alleged pump malfunction. This complaint is being reported because the patient experienced hypoglycemia after being connected during the load step.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.